Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, pollakiuria, kidney infection and constipation. Current weight 204 lbs. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In (B)(6) 2014, the patient was found to have blood cholesterol increased ("high cholesterol"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids,"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced diabetes mellitus ("diabetes,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sickle cell anaemia ("sickle cell anemia"), genital haemorrhage ("general abnormal bleeding"), vaginal discharge ("vaginal discharge"), headache ("headaches"), nausea ("nausea"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and hypertension ("high blood pressure,"). The patient was treated with amlodipine, atorvastatin, esomeprazole, hydrocodone, lisinopril, metformin, tramadol hydrochloride (tramadole) and surgery (she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, sickle cell anaemia, genital haemorrhage, vaginal discharge, headache, nausea, weight increased, bladder disorder, urinary tract disorder, menorrhagia, vaginal haemorrhage, diabetes mellitus, uterine leiomyoma, blood cholesterol increased, hypertension and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, bladder disorder, blood cholesterol increased, diabetes mellitus, dysmenorrhoea, gastrooesophageal reflux disease, genital haemorrhage, headache, hypertension, menorrhagia, nausea, pelvic pain, sickle cell anaemia, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had not undergone essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, pollakiuria, kidney infection and constipation. Current weight 204 lbs. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In (B)(6) 2014, the patient was found to have blood cholesterol increased ("high cholesterol"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids,"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced diabetes mellitus ("diabetes,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sickle cell anaemia ("sickle cell anemia"), genital haemorrhage ("general abnormal bleeding"), vaginal discharge ("vaginal discharge"), headache ("headaches"), nausea ("nausea"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and hypertension ("high blood pressure,"). The patient was treated with amlodipine, atorvastatin, esomeprazole, hydrocodone, lisinopril, metformin, tramadol hydrochloride (tramadole) and surgery (she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, sickle cell anaemia, genital haemorrhage, vaginal discharge, headache, nausea, weight increased, bladder disorder, urinary tract disorder, menorrhagia, vaginal haemorrhage, diabetes mellitus, uterine leiomyoma, blood cholesterol increased, hypertension and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, bladder disorder, blood cholesterol increased, diabetes mellitus, dysmenorrhoea, gastrooesophageal reflux disease, genital haemorrhage, headache, hypertension, menorrhagia, nausea, pelvic pain, sickle cell anaemia, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had not undergone essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: plaintiff fact sheet received. Reporter added. Essure indication updated. On (B)(6) 2019, she explanted essure. Event pelvic pain was updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.